Event description:
Upon receipt of additional information, it was determined that this product should not have been reported under this MFR number. An updated report will be filed under MDR number 0001822565-2024-00981.

Manufacturer narrative:
This follow-up report is being submitted to relay. Upon receipt of additional information, it was determined that this product should not have been reported under this MFR number. An updated report will be filed under MDR number 0001822565-2024-00981.

Event description:
It was reported during a surgery on unknown date a breakage of the avenir rasp. Insufficient details regarding the patient's engagement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). B3. Event date unknown. G2. Report source: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.